Manufacturer narrative:
Evaluation summary: the external pulse generator was returned and analysis confirmed the customer comment that the output connector and high rate cover were broken. Analysis also found that one control knob, the upper and lower cases and ring cover were broken, the two other control knobs were cracked and the serial number label was damaged. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the black connector and top flip lid (case) are damaged/broken. The device was returned for repair. There was no patient involvement.

Event description:
It was reported the black connector and top flip lid (case) are damaged/broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.